Manufacturer narrative:
Evaluation, results: patient condition affected effectiveness of the device (patient lesion morphology, complex cto lesion exhibiting severe calcification and thrombus); no results available since no evaluation performed (device or procedural images not provided for review). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, complex cto lesion exhibiting severe calcification and thrombus); unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Event description:
An attempt was made to use an amphirion plus pta balloon catheter to treat a cto lesion located in the distal sfa to prox popliteal artery. The lesion was described as complex with severe calcification and thrombus. A guide catheter was inserted for aspiration of thrombus then the amphirion plus balloon was inflated at the lesion. The amphirion plus balloon was inflated to 20atms several times; however, the lesion did not open up sufficiently to let the ivus cross the severe calcification. It was then decided to replace the amphirion plus pta balloon catheter with another balloon, however on removal of the device, the balloon of the amphirion plus got stuck inside the guide catheter. Removal difficulties were experienced and the device and the guide wire were removed together. It was stated that there were no issues with the balloon of the amphirion plus which could be inflated during the procedure several times to 20atms. No issues were also noted during the preparation of the device prior to use. It was reported that the lesion was then treated with further balloon dilatations. No patient injury or other clinical sequelae were reported.